Manufacturer narrative:
The issue was resolved during the procedure by rebooting the system. Onsite investigation was not made possible by the site as they have not approved service to further investigation into the reported event. No parts were returned and no further issues were reported.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system prompted to calibrate motion when they were going to take their second spin. They calibrated motion and then the gantry door wouldn't open and the pendant stated "initializing please wait". There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. The logs showed that the logs lacked entries indicating that home was most likely lost on the imaging system. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.